Manufacturer narrative:
Trackwise#: (B)(4). Updated section: d10 (concomitant medical products), g4 (date rec¿d by MFR), h2 (if follow-up, what type), h3 (device evaluated by MFR), h6, h10. The device was returned to the factory for evaluation. An investigation was conducted on 10/24/2019. A visual inspection was conducted. Sings of clinical use and evidence of blood was observed on the jaws as well as on the heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the hot jaw was observed to be cracked along the length of the hot jaw. The silicone insulation on the cold jaw was observed to be discolored along the length of the cold jaw. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported failure ¿self activation or keying¿ was unable to be confirmed, but the analyzed failure modes "material twisted /bent; wire", "thermal decomposition of device" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they activated the hemopro cautery and the trigger did not click and the cautery stayed on/activated. Once they noticed the issue they removed the cautery wand from the sheath and the cautery in the jaws were "red hot". The device was unplugged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they activated the hemopro cautery and the trigger did not click and the cautery stayed on/activated. Once they noticed the issue they removed the cautery wand from the sheath and the cautery in the jaws were "red hot". The device was unplugged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.